Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 23 events were reported for this quarter. 2 devices were available for evaluation but have not yet been received. 21 devices were received for evaluation. 18 events were confirmed during testing. 7 devices were found to be affected by internal corrosion. 11 devices were found to be affected by damaged internal components. 2 events were not duplicated during testing; the device was found to be within specifications. 1 device evaluation is in progress. 20 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 23 malfunction events in which the device overheated. 13 events had no patient involvement or patient impact. 9 events had patient involvement with no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 23 total events were initially reported. 23 previously reported events are included in this follow-up record.   Product return status 22 devices were received. 1 device was not available for evaluation.   Evaluation status confirmed 11 reported events were confirmed during testing. - 1 device was found to be affected by a corroded motor assembly. - 3 devices were found to be affected by corroded rotor assembly. - 1 device was found to be affected by a damaged motor. - 6 devices were found to be affected by damaged rotor assembly. Not confirmed 8 reported events were not confirmed during testing; however: - 4 devices were found to be affected by damaged rotor bearings. - 1 device was found to be affected by a seized motor. - 1 device was found to be affected by a worn rotor bearing - 1 device was found to be affected by a corroded motor. - 1 device was found to be affected by a corroded rotor. 3 reported events were not confirmed during testing.   Additional information 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device overheated. 13 events had no patient involvement or patient impact. 9 events had patient involvement with no patient impact. 1 event had no known patient involvement or patient impact.